Event description:
The customer reported that their device would no longer power on. It was also reported that their device was showing all three icons (charge-pak, service wrench and attention). There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the rubber pad from the latch assembly was loose inside the charge-pak bay which caused the device to not power on. Physio also observed that the rubber surround on the on button was torn. The customer received a replacement device.